Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, which was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wedge and shutter collimation failed. The rse reviewed the logfile and determined that the wedge and shutter collimation failed and suggested for collimator replacement. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the collimator was defective. The defective collimator was returned for analysis, and it confirmed wedge defect. To resolve the issue, the fse replaced the collimator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wedges did not function. The customer later reported that the shutters, fluoroscopy and exposure also no longer worked work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.